Event description:
During post-dilatation following a carotid artery stenting procedure, difficulty was experienced during attempts to withdraw the balloon catheter back through the 8f guiding catheter. The physician was able to withdraw the balloon with strong force, and noted that the proximal end of the balloon did not appear to have re-wrapped completely. It is unknown if the balloon was fully deflated prior to withdrawal. As per the reporting affiliate, there was no add'l pt or procedural info available. There was no report of any adverse effects to the pt. The product is available for eval and testing; however, it has not been rec'd to date (which is indicated as "other"). Add'l info will be submitted within 30 days of receipt.

Manufacturer narrative:
This product, represented is distributed outside the united states, but is similar to us distributed pta systems.